Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Event description:
The patient was wearing the pod on the back for 5 to 24 hours when blood glucose (bg) rose to 26 mmol/l (486 mg/dl) and ketones were measured at 1.3 (units not specified). The patient reported symptoms of stomach pain and headache. A new pod was applied; however, bg levels continued to rise. Medical attention was sought, and the patient was admitted for evaluation. Treatment consisted of intravenous saline without insulin administration. No specific diagnosis was provided. The patient remained hospitalized for 3.5 hours and was discharged with bg reduced to 11.5 mmol/l (207 mg/dl) and ketones decreased. The pod site appeared abnormal with bleeding, redness and swelling upon removal. The patient successfully applied a new pod after the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.